Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was generating suppressed (blood urea nitrogen) bun and creatinine (cre) results and "noise" errors. Customer reported that there was a leak under the modular chemistry probe. The customer reported that the dilute wash tubing that connected to the mc probe collar wash was disconnected. The customer reported that about 100 ml of fluid had leaked. Customer reported no erroneous results were generated. Customer reported that no patient treatment was altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the dilute wash tube had come off of the collar wash. The fse replaced the tubing. Customer verified that there was no further leaking after the fse performed the repair per established procedures.

Manufacturer narrative:
(B)(4).